Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. While running the vein with the c ring the metal piece disconnected from c ring. It did not fall in the patient. No additional incisions were required. No procedural delay. Completed with another kit. No patient was harmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed on the plastic tip of the cannula as well as on the c-ring. The c-ring was observed to be intact, however the metal piece of the cannula was detached from the base of the c-ring. No other visual defects were observed. Based on the photographic inspection, the reported failure "break; c-ring" was confirmed. The lot # 25163015 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.